Manufacturer narrative:
Based on the claim against the product by the customer noting that the medium-large clip applier instrument would not close the hem-o-lok clip, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the submitted images was performed by the regulatory post market surveillance (rpms) specialist. From the images provided, there was no obvious damage found on the medium-large clip applier instrument. The root cause of the failure mode cannot be confirmed without the returned device. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the medium-large clip applier instrument failed to fully latch a clip closed or incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the medium-large clip applier instrument would not close the hem-o-lok clip. The customer replaced the medium-large clip applier instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the surgeon and obtained the following additional/updated information regarding the reported event: the instrument was reportedly inspected prior to use, and no issue was noted. During the second clip application, the surgeon could not close the clip successfully. The surgeon had no further issue using a back-up medium-large clip applier instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a bent grip, and the tip did not align with the other grip. The root cause is attributed to mishandling/misuse. Bent grips with an offset < 0.05¿ are attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have a derailed grip cable at the distal end. The yaw motion may be non-intuitive as a result. The root cause is attributed to a component failure. The complaint regarding the medium-large clip applier instrument would not close the hem-o-lok clip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.